Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient experienced pain, infection, urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/21/2015. It was reported that patient underwent urethrolysis, sling removal, repair of cystourethrocele, kelly plication and cystoscopy on (B)(6) 205 due to foreign body in the genitourinary tract with a gynecare sling, pelvic pain, dyspareunia and urinary incontinence. No additional information was provided. (B)(4).